Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process.a device service history cannot be performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer (B)(4) called in for help when try to run calibration on 8100 unit he gets message comes up and want let him calibrate ther unit message - vpmr out of range unit needs to be repair. Customer will call back to setup unit for services repair. (B)(4).